Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. A transmission revealed the pulse generator exhibited atrial undersensing during fast atrial flutter episodes. No intervention was performed; the patient would continue to be monitored.